Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited failure to capture and failure to sense. Fluoroscopy imaging was performed and revealed ra lead dislodgement. The ra lead was explanted and replaced. Patient condition was stable.